Manufacturer narrative:
Additional information: the device was received at end of life (eol) voltage level. Analysis indicated that device operated in higher than nominal output settings. Magnet rate measurements confirmed eol battery level. After replacing the battery, test results showed device was functioning in normal range of operation. To simulate field conditions, battery level was reduced to eol levels and device showed similar behavior as in field where no measured data was displayed, which is normal at this battery level. Device was implanted for 5.02 years, which exceeded devices 4.7 years projected longevity. Device has reached eol level as expected and is considered normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up appointment, the device could not be interrogated. The patient's heart rate was 45 beats per minute and the patient was in atrioventricular block. The device was explanted and replaced. The patient was in good condition. Additional information was requested but was not available.